Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ infusion set tubing separated from the IV port and leaked. The following information was provided by the initial reporter: "where is the device breaking? At times, it doesn't connect to IV catheter hub. Tubing has fell apart in line where IV port is. Was there any patient impact or patient involvement? IV has had to be restarted due to not connecting to catheter at time of IV start. When the tubing separated, did any leakage occur? Yes, because the tubing had been primed and then tubing completely fell apart if so, what leaked? Lactated ringers".

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing falling port at the IV port connection could not be verified due to the product not being returned for failure investigation .a device history record review could not be performed on material 47177e because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information